Event description:
While the physicians were pulling the coronary wire out in a post stent placement on (B)(6) 2017, the wire broke and remained in the aorta. The physicians were able to snare the wire and removed some of it. On (B)(6) 2017 the remaining wire was removed.